Event description:
It was reported that the customer had intermittent fluctuating blood glucose (bg) levels that resulted in the customer passing out; specific values not provided. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.